Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a subtotal gastrectomy procedure, while attempting to staple across the proximal end of the stomach, the device fired empty. No harm to the pt.